Event description:
It was reported that the patient presented to the emergency room, having experienced jerking/jumping in the shoulder, with nerve/muscle/pocket stimulation noted. A polarity switch had occurred due to high bipolar pacing impedance, with high and unstable thresholds noted, along with a confirmed lead fracture. Reprogramming was performed, and the rv (right ventricular) lead was capped and replaced the next day. No further patient complications have been reported as a result of this event.